Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for diabetic ketoacidosis. He was in the ICU and was severely dehydrated due to his kidney issues. He stated that this was not an incident related to the insulin pump. No products were shipped or returned.